Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and reproduced. The assignable cause was faulty mpu (microprocessing unit) board. The mpu board has been replaced.

Event description:
The facility representative contacted baxter on (B)(6) 2009 to report that the infusor pump after running in infuse mode for a couple of minutes using smart label l03 or l04 the pump would go into a constant audible alarm and all three led (light-emitting diode) lights light up" and the pump beeped constantly. This was found during biomedical testing, with no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available.